Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed an impella via the single access method at the femoral artery. The long sheath kinked and was replaced by the short sheath. The sheath cracked and the patient had a bleed. The bleeding was controlled to an extent by placement of the reposition sheath. The patient was given 1 unit of packed red blood cells prophylactically. After placement, it was revealed that patient's cad (coronary artery disease¿) was unable to be fixed and the patient's condition did not improve. CPR had been ongoing for 30 min, and the doctor decided to terminate the procedure and turned the pump off. The patient expired.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05642 was provided in sections b5, d6a, d6b, and h1.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.